Event description:
The patient had bilateral breast implants place in april, 1988. The patient since that time has developed diffuse mylagia, arthralgia with extreme fatigue, memory loss and deep pain in the chest. Capsulectomy and removal of both implants. Both implants were removed intact. This report is late because it was orignally sent to the FDA.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.